Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the cervical probe tip was broken and a second instrument was used to complete the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe had been broken off. When attached to a known operational instrument tracker, the instrument verified and tracked as expected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.